Manufacturer narrative:
Zimvie complaint number (B)(4). D4: expiration date: unknown / not provided.

Event description:
Doctor reported screw loosening. Placement date: (B)(6) 2025. Removal date: (B)(6) 2026.